Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A biomedical engineer reported that the system shut down on its own prior to a procedure. There was no pt involvement. Add'l info has been requested, but none has been received to date.